Event description:
This report is filed because the deployed clip (cds02st 41001u237) detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that two mitraclips were implanted on (B)(6) 2013 reducing mitral regurgitation (mr) grade from 4 to less than 1. In (B)(6) 2014, the patient was noted to have recurrent mr of 3. Regurgitant jets were noted lateral to the implanted mitraclips due to further degeneration of the mitral valve. A second mitraclip procedure was performed on (B)(6) 2015. One clip (cds02st 41001u237) was deployed reducing mr to grade 1. After the steerable guide catheter and clip delivery system were removed from the anatomy, the anterior medial leaflet came out of the deployed mitraclip and mr returned to grade 3. The single leaflet attachment was thought to be due to the fragile leaflets/degenerated tissue and not enough leaflet tissue to grasp. A second clip was deployed and a duct occluder was inserted but mr remained grade 3. The procedure was ended and the patient was extubated. No additional information was provided.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. A review of the lot history record identified no manufacturing nonconformities issued to this lot that would have contributed to this event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. With respect to the patient condition, procedural conditions and/or user technique, single leaflet device attachment may be influenced by difficulties with visualization, or morphology of the mitral valve such as tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. Reportedly, the single leaflet device attachment was thought to be due to the fragile leaflets/degenerated tissue and not enough leaflet tissue to grasp. Based on the information reviewed, the cause for the reported single leaflet device attachment appears to be related to patient/procedural conditions. There does not appear to be any evidence of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the anatomy. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.